Event description:
Reportedly, during the lead implantation to apex on (B)(6) 2024, the lead impedance was >4000o and decided to be removed and not used. Other positions were tried and found always high.

Manufacturer narrative:
Analysis synthesis: upon reception, the fixation mechanism worked as expected. All electrical measurements performed revealed that the inner and outer electrical continuity were conform to specifications, as well as adequate insulation between electrical lines on each part (distal, lead body and proximal) of the lead. Based on available data and the investigation results, a lead malfunction is not suspected to be the cause of the reported issue, and a lead position or lead contact issue could be suspected. Such lead positioning or contact issues incurred during implantation procedures are not completely unavoidable and may be associated to many variables (ex. Patient physiology, physician preferred implant site, etc) that the lead design and instructions-for-use cannot reasonably account for, as evidenced in this case. This investigation will be retained and used for trending purposes. Please refer to the attached report.

Event description:
Reportedly, during the lead implantation to apex on (B)(6) 2024, the lead impedance was >4000o and decided to be removed and not used. Other positions were tried and found always high.